Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance, no atrial sensing and insulation damage. In addition, noise oversensing was noted on electrograms during follow up. It was further reported that during the explant procedure, the attempted laser extraction resulted in the proximal lead insulation breaking off at the venotomy and the lead lumen was compromised due a subclavian crush. Therefore, the remaining lead was cut and the exposed coils were cut and capped. The lead was replaced. No patient complications have been reported as a result of this event.